Event description:
The customer reported that the system displayed a communication error after taking one picture and the system would shut down. Then the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and power switch were replaced and the system software was reloaded. The system was then found to be operating as intended.